Event description:
This event involved malfunctioning train of four monitor in surgery. During surgery, train of four monitor reported 0/4 twitches prior to insufflation (was monitoring q5 minutes). During insufflation for laparoscopic portion, pt was noted to cough and buck- clearly did not have 0/4 twitches as the device reported. Pt was immediately given paralytic, and there was no harm to patient. Interestingly, the device was noted to be working during induction- visually saw 4/4 twitches prior to intubation and then 0/4 twitches following induction (after paralytic given). Additionally, prior to tucking arms, ensured device still in appropriate position. This is dangerous for us as providers to have these devices be reporting inaccurately. It is absolutely necessary for me to know 100% if the patient is paralyzed for laparoscopic cases. All of this could have been prevented had the device been working appropriately. This is not the first time I have had issues with these devices inappropriately reporting train of four.